Manufacturer narrative:
Additional, changed, and/or corrected data: b.3; b.5; d.6b; g.2; h.6.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "rupture."

Event description:
Patient reported left side "discomfort." It was later reported "rupture" confirmed via diagnostic testing. The device remains implanted.

Manufacturer narrative:
Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety-product/procedure-breast: unable to observe since it is not related to the device. Pain-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: a2, h6.

Event description:
Patient reported left side "discomfort." It was later reported "rupture" confirmed via diagnostic testing. The device has been explanted.

Manufacturer narrative:
Corrected data: d.6b.

Event description:
Patient reported left side "discomfort." It was later reported "rupture." The device has been explanted.